Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a france customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified application issue was reported with the freestyle librelink application in use with honor phone with android operating system unknown version. The customer experienced hypoglycemia and self-treated with sugar. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.